Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 120 mg/dl to 121 mg/dl at the time of the incident damage was on reservoir compartment opening at bottom of the screen. Damage was occurred as the belt clip was broken and the pump fell and hit the ground. Reservoir was able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.